Manufacturer narrative:
The patient had moved away from the area where a pain doctor and nalu representative were monitoring the system. It is unclear from the information provided by the patient if there was any specific event or activity that occurred that may have contributed to the device migrating more than 6 months after the initial implant. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the patient notified a nalu representative that one of the leads had begun to cause discomfort approximately 4 months prior and that xray imaging performed by the physician showed the lead had migrated. The patient reported that the migrated lead was causing muscle spasms and pain in the calf area. The patient changed residences and was no longer in the vicinity of the implanting physician, thus the patient sought care from a new physician in their new area of residence. The patient and physician elected to explant the nalu system. The procedure was scheduled for (B)(6) 2025 however the physician was not in contact with anyone from nalu prior to that procedure date and thus no firm representatives were able to be present for the explant. The device was not returned to the firm after explant.